Manufacturer narrative:
Uf/importer report number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a whipple procedure, a flame arced from the bovie pencil tip lighting on fire. The doctor shook the bovie and the flame went out immediately. A similar device was used to complete the procedure. There was no patient injury.